Manufacturer narrative:
(B)(4). The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. However, a corrective action has been initiated to address the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during the operation, it was found that the outer packaging of bone cement was complete, but there was leakage of powder and the inner sterile packaging was opened.